Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was visited emergency room and hospitalized due to hyperglycemia on (B)(6) 2021 . The blood glucose value was 25.1 mmol/l at the time of incident. Another blood glucose value was 5.4 mmol/l and blood glucose at time of hospitalization was 20.9 mmol/l. The auto mode feature was not active at the time of high blood glucose event. The troubleshooting was not performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptom such as thirsty. The customer was treated with bolus. The insulin pump will not be returned for analysis.